Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The reported link detachment is confirmed. Based on a visual and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query of the electronic complaint handling database revealed no other incidents for link/suture breaks reported from this lot. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). It was reported that mild calcification was visible in a common femoral artery at the access site. Per the instructions for use, the safety and effectiveness of the proglide device have not been established for patients with femoral artery calcium which is fluoroscopically visible at the access site. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that suture placement was attempted in the right common femoral artery using the preclose technique prior to a transcatheter aortic valve implantation (tavi) procedure. The arteriotomy was a 4f then an 8f for the preclose technique. There was mild calcification and mild tortuosity at the access site. Reportedly, a link break occurred. A second proglide device was used, successfully pre-placing the suture. The sheath was upsized to an 18f and the tavi procedure was performed. Hemostasis was achieved using the pre-placed suture of the second proglide device. There were no reported adverse patient sequelae. No clinically significant delay in the procedure was reported. The physician is reported to be in-training in the use of the proglide device and not yet established in the preclose technique. No additional information was provided.